Manufacturer narrative:
The involved cartridge was not received for evaluation. A device history record (DHR) review was conducted for the reported lot number and confirmed the product was released for distribution having met quality and manufacturing specifications and requirements. The nxstage system one user guide includes hemolysis as a potential risk associated with dialysis therapy and states an underlying medical condition or medication may alter the normal effluent appearance. All treatments must be administered under a physician's prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.

Event description:
A report was received on 11 dec 2025 from a health care professional (hcp), regarding a 38 year old female patient, stating the patient experienced acute intravascular hemolysis and was transported by emergency medical services (ems) to hospital, date unspecified. Additional information was received on 19 dec 2025 from the hcp who stated the patient was hospitalized for 72 hours and was discharged to resume therapy with a different cartridge.